Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the colonovideoscope exhibited white sticky material dripping from the insert fold stopper and foreign objects within the nozzle and objective lens. The issue was found during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. The device was returned to olympus for inspection where the alleged reportable malfunction was not confirmed, however, the evaluation observed foreign material in the nozzle, as well as the objective lens. Based on the results of the investigation, the legal manufacturer was unable to confirm whether the reprocessing has been implemented in line with the instructions for use (IFU), however it is likely that the foreign material remained since the device had a physical breakage. A definitive root cause could not be established. The event can be detected/prevented by following the instructions for use which state: the instruction manual operation manual, "gif/cf/pcf-290 series, chapter 3 preparation and inspection" describes the methods for detection and chapter 5 reprocessing the endoscope (and related reprocessing accessories) describes the methods for prevention. Olympus will continue to monitor field performance for this device.